Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during an unknown type of procedure. According to the complainant, the resolution clip device failed. No further information is available. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during an unknown type of procedure. According to the complainant, the resolution clip device failed. No further information is available. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon investigation, it was noted that the device was half deployed. The clip assembly was not returned. The yoke, which was still attached to the control wire, was able to be actuated and deployed. The complaint, as reported, was not able to be verified through product analysis. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.